Event description:
Philips received a complaint on the v60 ventilator indicating that the device gave a check vent battery failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) verified with the customer that the battery in use was a philips battery. The rse confirmed that the power management (pm) printed circuit board assembly (pcba) had not been upgraded on the device yet. The customer informed the rse that the pneumatics screen showed the battery voltage readout to be 10.4 direct current (dc) volts. The battery light emitting diode (led) was not illuminated when the device was turned off and while connected to known good working alternating current (ac) power. The battery failure alarm was confirmed in the device event log by the customer. The rse informed the customer that the 1st troubleshooting step will be replacement of the pm pcba by a field service engineer (fse). If this does not resolve the issue, then the battery will be replaced. The fse went to the customer site and confirmed the customers alleged issue. The device would not power on because it would not work on alternating current (ac) power. The battery was found to be depleted because of the device was run on internal battery until the battery depleted. The fse replaced the pm pcba, and this resolved the device issue. Following the part replacement, the device worked on ac power and began to charge the battery. The fse confirmed that the device successfully passed the electrical safety, control, and internal battery tests following the repair. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.